Event description:
One staple cartridge fell off into the patient during a laparoscopic appendectomy. Cartridge immediately retrieved. Two other cartridges misfired. Linear cutter and new larger cartridge functioned properly.